Event description:
It was reported that the patient presented the day prior to the report with a fever as well as pain, redness and swelling around both the implantable neurostimulator (ins) pocket and ¿back incision¿/lead location. The patient¿s wound dehisced and an infection developed. A culture was taken at the device pocket and ¿lumbar region", but the results were not available at the time of the report. Antibiotics were reportedly administered. The system was explanted the following day. Follow-up is being conducted to determine if the infection resolved, and what the results of the culture were. A supplemental report will be submitted when this information becomes available.

Manufacturer narrative:
Product ID 97792, lot# n498579, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Peri-operatively the patient was administered ancef as well as a bacitracin wash in the pump pocket.

Event description:
Further information received reported that the patient did not have meningitis. The type of organisms cultured was unknown. The patient was doing better and infection free.